Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with a broken needle during use. The following has been provided by the initial reporter: patient start infusion on the night of (B)(6) 2019. 23.30 p.m. On (B)(6) 2019, it's noticed that indwelling needle had been pulled out and hung outside the fixed tape. No blood was noticed. The indwelling needle was found to be short. On the morning of jul,patient has received b ultrasound examination of his hand.the intravascular lumen of the puncture site was poorly ventilated. The cdfi showed that the venous blood flowed smoothly. It is recommended to review the patient and inform the patient to review it one week later.

Manufacturer narrative:
This MFR. Report # is void. The complaint has been captured under MFR. Report # 3006948883-2019-00615 h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with a broken needle during use. The following has been provided by the initial reporter: patient start infusion on the night of (B)(6) 2019. 23.30 p.m. On (B)(6) 2019, it's noticed that indwelling needle had been pulled out and hung outside the fixed tape. No blood was noticed. The indwelling needle was found to be short. On the morning of (B)(6), patient has received b ultrasound examination of his hand. The intravascular lumen of the puncture site was poorly ventilated. The cdfi showed that the venous blood flowed smoothly. It is recommended to review the patient and inform the patient to review it one week later.